Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 1 months post implant of this 19mm aortic bioprosthetic valve was replaced with a 20mm non medtronic transcatheter aortic valve due to mixed aortic stenosis and moderate insufficiency. No additional adverse patient effects were reported.